Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2016 a patient (pt) called our affiliate in (B)(6) to report that he/she "had a corneal ulcer in 2007 while wearing the acuvue2." The pt reported that the left eye contact lens caused "irritation after some time of use." The pt could not recall how long the left eye contact lens was worn before the pt began to have the irritation. The pt reported redness, itching, tearing, and "uncomfortable upon removal of the lens." The pt reported that the corneal ulcer was diagnosed in the left eye. The pt reported that he/she was prescribed two medications, but the pt can't recall the medication names or any details of the treatment since the event occurred in 2007. The pt reported that he/she was instructed by the eye care provider (ecp) to "replace the lenses before 3 months." The pt also reported that he/she does not sleep in the lenses. The pt reported that the suspect lens and the lot number was discarded. Multiple attempts have been made to contact the pt's ecp for additional information. No additional medical information has been received. If additional information is received, it will be reported within 30 days of receipt.